Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with pre-operative diagnosis of scoliosis. It was reported that during procedure, when inserting the locking nuts of the solera 5.5 instrument set on the spine assembly, the last nut broke during tightening after 1 turn of the screw when inserting the solera 5.5/6 medium lamina hook. A piece of the thread fell into the patient and was then recovered. Event resulted in lengthening of the operating time, new nut could not be fitted because the tulip of the hook was deformed. The product was discarded. Product was utilized correctly according to the directions given in the IFU/labeling. There were no patient symptoms/complications associated with the event. There was fragments left in the patient but those were recovered.